Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and non-edwards three-way stopcock at the proximal injectate hub was returned for evaluation. Blood was visible inside the distal hub and the proximal injectate hub. No visible damage or abnormality to the catheter body, balloon or returned syringe was observed. No error message was observed on vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of co measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the cardiac output (co) value was lower than the expected value during use of a swan ganz catheter. The indicated co value was 1.5 l/min. When measured in the catheter laboratory. The customer had expected a higher cardiac output since echocardiography showed ejection fraction of about 70 %. The exact expected value was unable to be obtained. No error message was shown on the monitor. No troubleshooting was performed. The value was not affected by the patient condition. Information such as if the patient was treated based on the incorrect value and if there was occlusion, leakage or kink noted in the catheter is unknown. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Reference CAPA-20-00141.